Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dislodged stent has caused or contributed to patient anatomy previously. Device issue: stent dislodgement. It was reported that the rx xience would not cross through the heavily calcified lesion in the obtuse marginal and when it was pulled back to remove it, the stent dislodged into the aorta and it was retrieved with a snare device. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident. The inability to cross a lesion can be affected by, but not limited to anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory devices. Causes for dislodgement may include improper or inadequate crimping during manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. In this case, interaction of the stent with the calcified lesion and anatomy and likely contributed to the dislodgement.